Manufacturer narrative:
Approximate age of device- 4 years and 8 months. A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient is having low speed advisory and pump off alarms while on grounded cable. The alarms resolved when changed to battery. The patient was admitted, and abdominal x-rays were unremarkable. The patient was kept on ungrounded cable as they are listed for orthotopic heart transplantation "(oht". Log files submitted revealed speed drops and pump stops that seem to only occur while the vad is connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. On (B)(6) 2019, tech services was onsite for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms returned several hours post repair. Patient is being supported with battery power and a no ground cable. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient is utilizing an unshielded patient cable and is currently admitted to the hospital awaiting a heart transplant. Recent log files submitted for review showed no unusual events and the equipment is operating as expected.

Manufacturer narrative:
Section h3: the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient underwent a transplant on (B)(6) 2019 due to ongoing short to shield issues. The pump will be returned for evaluation.

Manufacturer narrative:
Section d4, h3, h4, and h8: additional information manufacturer's investigation conclusion: the reported event of pump stops was confirmed through the review of the log file submitted by the account. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. The submitted log file contained relevant data from (B)(6) 2019 01:33:16 through (B)(6) 2019 12:23:50. Beginning on (B)(6) 2019 at 06:49:43, the pump appears to struggle to maintain a speed above the low speed limit. Multiple pump stops were captured beginning on (B)(6) 2019 at 09:46:59 while the patient was connected to the power module. The pump stops continue to occur intermittently until the patient switched to battery power at 09:57:59. Approximately 16" of the driveline (s/n (B)(6)) was returned. The proximal 4¿ of the driveline was returned with the silicone jacket removed and the proximal 2¿ of the driveline was returned with the bionate and metal braided shield layers also removed. The metal connector pins and bend relief were unremarkable. An electrical continuity test of the returned potion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. There was white tape and piece of string wrapped around the driveline approximately 8¿ from the metal connector with slight indentations in the silicone jacket underneath. The clear bionate layer showed no evidence of damage. Minor shield breakdown was observed approximately 3¿ and 10¿ from the metal connector. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage to the inner conductors along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. No further information was provided. The manufacturer is closing the file on this event